Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The cartridge, tubing and site were changed as they had been in use for three days. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.